Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. The customer's blood glucose (bg) level was impacted 300 mg/dl. The customer reverted to a backup pump and deliver a bolus to stabilize blood glucose level. The occlusion alarm occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer loaded the same cartridge and tubing to the backup pump.